Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the sleeve melted. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, the surgeon had a retractor clamped to a post on the bed and they placed it through the trocar and the sleeve shattered. Three to four pieces went into the patient's chest. The pieces were removed, and the surgeon is requesting information on if the device is radio opaque. They performed and x-ray and saw nothing in the chest. They completed the procedure; there is no patient information at this time. The surgeon did state he placed all the pieces on the back table like a puzzle, and it appeared to have all the pieces together. If the device is available for the rep, it will be returned.